Manufacturer narrative:
Upon further review there is currently no allegation of a malfunction or serious injury associated with the implanted pump. It was confirmed that the issue is with the automated impella controller (aic) only. Please see manufacturer device report 1220648-2024-06623 regarding information pertaining to the aic.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 68-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported upon starting the pump that a placement signal not reliable alarm occurred. There was good pump performance level but no waveforms on the display screen. All connections were checked. The physician made the decision to replace the pump. A new pump was placed using fluoroscopy and transesophageal echocardiography (tee) guidance and was slowly ramped up to p8. There was no patient harm reported.